Event description:
Customer reported via phone, the insulin pump had alarmed in the morning and wanted to know what the alarm meant. The device had alarmed radio frequency pic failed self-test after he refilled the device in the morning and was priming the tubing. Troubleshooting was performed. Customer's blood glucose was 374 mg/dl, treated with manual injection. Customer stated the alarm did not occur during the rewind/prime sequence. Temporary basal was not programmed before the alarm occurring. Customer was advised the device need to be replaced and he declined to return the device at this time as he was working with his doctor to get an upgrade.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.